Event description:
A user facility submitted a repair request to the olympus service center, on a evis lucera elite colonovideoscope for exhibiting e315 error-scope error. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, curved rubber bond cracked, air and water nozzles clogged, and draining function reduced due to insufficient cleaning, bending angle insufficient due to the elongation of the angle wire, liquid leakage to the scope connector, scratches on insertion tube, and tip cover crushed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e315 was not confirmed, but there was an electrical continuity error due to water invasion in the scope connector. However, the definitive root cause of the water invasion could not be determined. It is possible that it was caused by strong water pressure having directly hit the check valve of the air vent, the scope was submerged in water and a load was applied to release the check valve of the leak detection port with a brush, or foreign objects were caught in the check valve of the air vent plug and resulted in the deterioration of the plug's sealing performance. Olympus will continue to monitor field performance for this device.